Event description:
Info received indicates, the brake is not holding.

Manufacturer narrative:
The tech adjusted the brake linkage at the head end and the brake position on both foot end casters to repair the stretcher.